Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the central station monitor failed to generate audible alarms. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote service engineer (rse) was unable to confirm the issue. The quote for on site service was cancelled. There was no response to requests for additional information. This is considered a reportable malfunction. The cause of the event is unknown. It is unknown if the issue was resolved. The device remains on site. H3 other text : remote service unalbe to confirm alleged failure. Customer declined on site service.

Event description:
The customer reported that the central station monitor failed to generate audible alarms. The device was in use on a patient. There was no report of patient or user harm.